Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the tip of the needle broke off. In addition, the probe damaged the scope upon withdrawal and was sent for repair. It was successfully removed, and the procedure was completed without incident. There were no patient complications reported as a result of this event.